Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the patient suffered with dementia and fell, resulting in the nail fracturing in the lower part of the 11mm scn nail.

Event description:
It was reported that the patient suffered with dementia and fell, resulting in the nail fracturing in the lower part of the 11mm scn nail.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, the event is caused most probably by the patient fall as stated in event description. If the device is returned or if any additional information is provided, the investigation will be reassessed.